Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that upon disconnecting a blood infusion from a maxzero needless connector; a "large bubble of blood formed on end of connector and splattered on surroundings." Although requested, no additional patient information provided.